Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. No blank display noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. The pump was received with cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 84 boluses listed on the event date (B)(6) 2023 in the pump history file. Please see the first 10 boluses below. (B)(6) 2023 01:26:53.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 45000 (4.5 u). Bolusamountdelivered: 45000 (4.5 u) .(B)(6) 2023 01:30:07.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1000 (0.1 u).. Bolusamountdelivered: 1000 (0.1 u). (B)(6)2023 01:35:11.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1750 (0.175 u). Bolusamountdelivered: 1750 (0.175 u) (B)(6)2023 01:40:09.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1500 (0.15 u). Bolusamountdelivered: 1500 (0.15 u). (B)(6)2023 01:45:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2023 01:50:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2023 01:55:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2023 02:00:07.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2023 02:05:09.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2023 02:10:09.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1000 (0.1 u). Bolusamountdelivered: 1000 (0.1 u). Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000. Dailytotalofallinsulindelivered: 274000 (27.4 u). Dailytotalofbasalinsulindelivered: 165000 (16.5 u). Dailytotalofbolusinsulindelivered: 109000 (10.9 u). There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date (B)(6)2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6)2023 in the pump history file. (B)(6) 2023 16:03:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2023 16:13:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2023 16:54:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2023 17:19:00.000 alarmalertnotification (40). Faultnumber: lostsensor2alert (781). (B)(6) 2023 17:29:00.000 alarmalertnotification (40). Faultnumber: lostsensor2alert (781). (B)(6) 2023 16:30:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2023 16:40:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2023 16:36:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2023 16:46:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6)2023 06:36:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lostsensor1alert not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Cosmetic damage was confirmed at the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 238 mg/dl when admitted to the hospital. Troubleshooting was performed. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. The health care professional stated the pump was cracked. The customer reported the blank display. The display was blank for less than 30 seconds and not returned. The display was blank at the time of the call. The customer has advised the customer to remove the battery and the insert battery alarm was not displayed on the pump screen. The nature of the treatment was admitted to the hospital. The length of hospitalization was the customer was still in the hospital. The significant event leading to admission was the pump was not working. The symptoms the customer reported at the time of the hospitalization event were confusion and tired/weak. The reason for hospitalization was high blood glucose, and the customer needs assistance with managing high blood glucose for social work. No further patient complications were reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.